Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on the posterior side assessed as unidentified (tear) opening.(shell thickness within specification). No other additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.